Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that following implant the patient had numerous increased in the amount of medication however the patient still did not see a difference. In 2011, a dye test was done to see if everything was functioning properly, no issues were found. The patient continued to have increases in the baclofen over the next few years. Then the patient had the pump and catheter removed because it was not doing anything for her and was costing them so much money to have it filled. When the health care provider (hcp) who removed the pump and catheter talked with the patient the hcp said that the catheter was fractured and most of the baclofen was going into the patient¿s tissue. Additional information has been requested, but was not available as of the date of this report.